Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, intense pain hyper irritated throat, runny nose, sinus pain, difficulty swallowing as if the larynx had shrunk for last 6 months (i.e on (B)(6) 2022). In the current condition patient alleging intense fatigue, loss of appetite, painful swallowing, earache, headache. Medical intervention was not specified.

Manufacturer narrative:
The manufacturer previously reported as- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, intense pain hyper irritated throat, runny nose, sinus pain, difficulty swallowing as if the larynx had shrunk for last 6 months (i.e. From 1 dec 2022). At the time of incident, the patient alleging intense fatigue, loss of appetite, painful swallowing, earache, headache there was no report of serious or permanent patient harm or injury. Medical intervention was not specified. In this report updated as- the device was returned to third party service center and evaluated. Evaluation results found that there was no foam particles were visible. Section evaluation method code grid, evaluation results code grid and conclusion code grid in box h has been updated/ corrected.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error "the device was returned to third party service center and evaluated. Evaluation results found that there was no foam particles were visible". Please note that following further review of complaint information it was determined that the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/corrected.